Manufacturer narrative:
Fracture of dental implant shoulder (neck). Implant remains in situ. No additional information available.no conclusion can be drawn manufacturing documentation ok. No product problem detected.

Event description:
Fracture of dental implant shoulder (neck). Implant remains in situ. No additional information available.